Event description:
The customer called technical support (ts) and reported that the device shut down while on a patient. The v60 was described as having produced a single beep and then shut off. The customer is requesting onsite repair. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention was provided to the patient, nor was a delay noted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. It was advised that the battery needs replacement.

Manufacturer narrative:
It as determined by the philips field service engineer that the battery required replacement. The system met the specification for the performed service and was returned to use.